Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. Technical support advised customer to replace the flow sensor assemble and provided part number. The part was returned to the manufacturer for investigation: it was determined this customer compliant was caused by an out of spec air flow sensor u1.

Event description:
Caller reports that he is performing the air flow testing and has found the unit out of spec at 0 flow. There was no patient involvement.